Event description:
Customer reportedly received the following blood glucose results on the advantage system within 10 mins: 207 mg/dl, 153 mg/dl, and 108 mg/dl: and 151 mg/dl, 101 mg/dl, and 84 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.